Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Unit has been returned to the company's repair ctr for further eval.